Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. The investigation of the device is not finished. If an investigation report available, a follow up report will created.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): under infusion. After a 1000ml infusion, clinicians observed that 250mls were left in the bag. The remaining 250mls were then infused.

Manufacturer narrative:
Exemption number e2016018. (B)(4) (importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: during the analysis of the history files a flow deviation could not be comprehended. A visual investigation was performed. The device showed age related signs of tear and wear, but no external damages could be detected. All cover caps were on the screw pillars as well as the seal on the lower housing were available and undamaged. A technical safety check (tsc) and a functional test were performed. Due the technical safety check and a delivery accuracy measurement according was arranged. Further the downstream sensor was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). No malfunction or other problems could be detected. During the disassembling of the device no damages, residues of liquid or soiling could be detected. The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.